Manufacturer narrative:
The investigation determined that a vitros ca125 result was potentially obtained from the unintended tube/cup when processed using a vitros 5600 system. The investigation identified a software anomaly associated with a specific sequence of events that allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. The FDA (B)(4) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. A vitros ca125 result of 5.5 u/ml was obtained and may not be the correct result for the intended sample. Undetected sampling from a tube/cup other than the intended could lead to the generation and reporting of a test result, or series of test results, that do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. It is unknown if the vitros ca125 result was reported to a clinician as the customer did not notify ortho of this event. Since the customer did not report the event directly to ortho, it is assumed there is no allegation of patient harm. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The customer confirmed that there were no discordant patient sample results obtained during the time of the event. There was no allegation of patient harm.